Event description:
A customer reported 2140 seal break failure error on the aia-900 analyzer. The customer reset the power, completed all set home, and performed a daily check, but the error recurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for cardiac troponin I (ctnl 2) and creatine kinase mb (ck-mb). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) reached out to the customer and by phone confirmed the reported issue. The customer stated the cups were physically punctured, but the error occurred when the seal breaker was down. The fse instructed the customer to blow canned air on the seal breaker sensor to remove any dust or debris, then instructed the customer to lubricate the threaded rod for the seal breaker. The customer verified the analyzer by running multiple test with no error recurring. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [2140] seal break failure. Cause: a seal break was not detected during a seal break operation. A retry will take place, and if there is no improvement a mf flag will be attached to the measurement result. Action: please contact the tosoh local representatives. Check the seal break position in the dispensing lane, the seal break confirmation sensor s041, and the seal break operation. The most probable cause of the reported event was due to dust problem with the seal breaker sensor and lubrication problem with the threaded rod for the seal breaker.